Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl. The customer ate a snack and drank milk to address bg level. Review of the pump logs revealed that the customer had delivered multiple boluses over a short period of time which resulted in low bg. Recommendation was made to consult with health care provider regarding diabetes management.